Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies up to inr 4.5 with the specification, based on the requirements of the regular retention testing process of the qc department. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:30 am the meter result was 6.4 inr. At 12:00 pm the laboratory result was 4.7 inr. The customer therapeutic range is 2.5 - 3.5 inr. The meter result was reported to the customer's doctor who requested the laboratory testing. The customer has lupus.